Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had air bubble. Customer states that air bubble was not soda pop or champagne size. Customer states that they noticed air bubble during therapy. Customer states that there was no leak. After performing troubleshooting air bubble not removed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.